Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation summary: one used sample and one unopened sample were submitted for quality investigation. The customer complaint of kinked tubing was verified on the used sample returned by the customer, however, the sample received that was unopened and in the package did not have any visible kinks or issues with the sample. Further investigation of the sample that had visible kinks indicated that the kinks were created by the roller clamp. The ribbing of the roller mechanism caused a distinct pattern to be pressed into the tubing when the clamp is engaged. That pattern is clearly visible on the used sample submitted. The secondary set was then attached to a normal saline bag and checked for occlusion and leaks at the kinked locations. There were no occlusions, air-in-line or leakage issues observed at the kinking locations or anywhere else in the tubing. A device history record review for model 11448964 lot number 21049519 was performed. The search showed that a total of 28,803 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is the way the roller clamp interacts with the tubing. Once the roller clamp is engaged, the tubing can develop kinks with just the roller clamp strength alone. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ infusion pump experienced kinked tubing. The following information was provided by the initial reporter: bd alaris secondary set utilized by customer during training. Package was opened and connected to minibag as per protocol. Unable to get any fluid to flow through tubing. Noted kink in tubing under the roller clamp. Tubing removed and new secondary set used without incident. Used set and unopened product with same lot number provided to bd inservice consultant. No patient/hcp impact as product was being used for training. Did require additional product usage.